Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they were not sure if the date/time/year resets when the battery change was completed. The reporter stated they do not verify date/time/year and was not aware that she needed to it. The reporter (also the mother) was unable to manually remover the battery at time of the call. The reporter stated that the patient has an appointment with their endocrinologist and will contact animas customer support later. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.